Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and the case was cracked at the reservoir tube window corners. The visual inspection showed that damage to the lcd window is a scratch not a crack as reported by user.

Event description:
It was reported that the customer's insulin pump was damaged and now has a cracked screen and a broken reservoir compartment. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer stated the damage occurred when the insulin pump bumped the kitchen sink. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.